Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced, and a spinal cord stimulator (scs) lead was added. The patient was doing well postoperatively and the explanted ipg was disposed and will not be returned.